Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / cramping pelvic/ cramping pelvic pains/pain'), pregnancy with contraceptive device ('became pregnant after implant procedure') and genital haemorrhage ('irregular bleeding/abnormal bleeding (general)') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, anemia and genital lesion. Underwent the required hsg procedure. On (B)(6) 2007: patient underwent hysterosalpingogram. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included endometriosis, uterine bleeding, menses irregular, general body pain, sleep apnea, herpetic vulvovaginitis, sleep disturbance, insomnia, ovarian cyst, hand rash and dermatitis. Concomitant products included ibuprofen (motrin) and promethazine. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain in abdomen") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's/ bladder or urinary problems or changes utis"). On (B)(6) 2010, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("increased bleeding during menstruation/abnormal bleeding(menorrhagia)"), arthralgia ("bilateral hips pain"), uterine contractions abnormal ("sporadic contractions") and fatigue ("fatigue"). The patient was treated with antibiotics and surgery (hysteroscopy,dilation curettage,endometrial ablation,laparoscopic bilateral salpingectomy (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and endometriosis had not resolved, the pregnancy with contraceptive device, abdominal pain, abdominal pain lower, back pain, arthralgia, uterine contractions abnormal and fatigue outcome was unknown, the dyspareunia and female sexual dysfunction was resolving and the vaginal haemorrhage, menorrhagia, vaginal discharge, nausea, urinary tract infection and depression had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine contractions abnormal, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: coils remaining in her body and continues experience cramping pelvic pains and irregular bleeding. Discrepancy : in the previous version the insertion date was given (B)(6) 2007 and in the recent follow up it is (B)(6) 2006. Current version insertion date- (B)(6) 2007 discrepancy noted as per pfs: insertion date of essure: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: the uterine tubes are closed bilaterally. Endometrial cavity is normal in appearance.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain, dyspareunia and vaginal discharge. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - outcome of dyspareunia, apareunia updated to recovering / resolving. Outcome of menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal discharge, nausea, depression updated to recovered / resolved. Outcome of endometriosis, dysmenorrhoea updated to not recovered / not resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / cramping pelvic/ cramping pelvic pains/pain'), pregnancy with contraceptive device ('became pregnant after implant procedure') and genital haemorrhage ('irregular bleeding/abnormal bleeding (general)') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine. Underwent the required hsg procedure. On (B)(6) 2007: patient underwent hysterosalpingogram. Previously administered products included for an unreported indication: depoprovera. Concomitant products included ibuprofen (motrin) and promethazine. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain in abdomen"). On (B)(6) 2010, the patient experienced endometriosis ("endomitriosis"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation/abnormal bleeding(menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's/ bladder or urinary problems or changes utis"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), arthralgia ("bilateral hips pain"), uterine contractions abnormal ("sporadic contractions"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had not resolved and the pregnancy with contraceptive device, menorrhagia, female sexual dysfunction, dyspareunia, dysmenorrhoea, nausea, vaginal discharge, urinary tract infection, endometriosis, depression, abdominal pain lower, back pain, arthralgia, uterine contractions abnormal, abdominal pain, fatigue and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine contractions abnormal, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: coils remaining in her body and continues experience cramping pelvic pains and irregular bleeding. Plantiff is planning for essure removal. Discrepancy : in the previous version the insertion date was given (B)(6) 2007 and in the recent follow up it is (B)(6) 2006. Current version insertion date- (B)(6) 2007. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received : fu(6) and (7) processed together. Case was updated from other event to incident. Bilateral salpingectomy was done for pelvic pain no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.